Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the bioprosthetic valve appears to have thickened leaflets, with reduced motility of possibly two of the three leaflets. These factors can be attributed to the re-stenosis of the valve. However, the exact cause of the degenerating sapien valve 4 years after implant cannot be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Four years post tavr, re-stenosis of the 23mm sapien valve and a gradient were noted during the patient¿s follow-up visit. A 23mm sapien xt was deployed 50/50 within the existing sapien valve. Medical record review indicated that initially, a 23mm sapien valve was positioned and deployed without any difficulties, resulting in no paravalvular leak (pvl). Transthoracic echocardiograms (tte) performed at discharge, 30 days, 6 months, 1yr, 2yrs and 3yrs indicated no prosthetic or peri-prosthetic aortic valve regurgitation and consistent mean gradient measurements. The tte performed 4yrs post tavr, showed a marked increase in the mean gradient across the valve and mild aortic prosthetic regurgitation when compared to the tte performed at the time of the valve deployment. The valve leaflets on the 4 year tte appeared thickened and more echogenic. Reduced motility of possibly two of the leaflets was also noted. A diagnosis of severe aortic prosthesis obstruction was made. Severe prosthetic aortic valve stenosis, presumably related to a degenerated sapein bio-prosthetic valve was confirmed. A 23mm sapien xt valve was deployed within the existing sapien valve, resulting in no pvl the patient was discharged to a skilled nursing facility 4 days post valve in valve procedure.

Event description:
Four years post tavr, re-stenosis of the 23mm sapien valve and a gradient were noted during the patient¿s follow-up visit. A 23mm sapien xt was deployed 50/50 within the existing sapien valve.